Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover on the bd microfine plus¿ pen injector needle came loose when removing the needle from the pen. This occurred with 2 separate needles. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the outer cover was loose when the pen needle was detached from the pen."

Manufacturer narrative:
The following fields were updated due to additional information: . D.9. Device available for eval?: yes d.9. Returned to manufacturer on: 03-feb-2022. H.6. Investigation: one open and forty two sealed 31g x 5 mm pen needle samples and three photos were returned from lot. No. 0330582, cat. No. 320129. A functionality test as per q-sop-183-dl was carried out on the one open sample and thirty sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples/photos therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that the outer cover on the bd microfine plus¿ pen injector needle came loose when removing the needle from the pen. This occurred with 2 separate needles. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the outer cover was loose when the pen needle was detached from the pen."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the outer cover on the bd microfine plus¿ pen injector needle came loose when removing the needle from the pen. This occurred with 2 separate needles. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the outer cover was loose when the pen needle was detached from the pen."